Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest from which she did not recover and expired eleven days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.